Event description:
This is a report of peritonitis from a consumer in the USA with supplemental information from the patient's peritoneal dialysis nurse (pdn). Initially the home patient (hp) called a baxter technical service regarding an incomplete prime while setting up for peritoneal dialysis (pd) on the homechoice machine. The solution was provided over the phone and at the time of the initial call there was no patient injury or medical intervention indicated. On (B)(6) 2011 baxter product surveillance contacted the home patient (hp) regarding the reported problem. The patient stated that they are currently not doing peritoneal dialysis therapy; instead they are doing hemodialysis. The hp also stated that they are currently running some tests for possible peritonitis. The hp stated that on (B)(6) 2011, he felt extreme pain during one of his drain cycles. The hp stated that due to this pain he just ended therapy immediately and called his registered nurse. On (B)(6) 2011, baxter product surveillance contacted the patient's pdn. The pdn confirmed the male patient (age not reported) was diagnosed with peritonitis on (B)(6) 2011. The hp was not hospitalized. The patient received remedial treatment with unspecified antibiotics. There was no exit site or tunnel infection associated with the peritonitis. The pdn reported the cause of the peritonitis was a break in aseptic technique. No retraining in aseptic technique was provided as the patient has been transferred to hemodialysis therapy. The hp has recovered from the peritonitis. No concomitant medications were provided. The pdn stated the peritonitis was not related to a baxter solution or device.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable cause is undetermined. A batch review was performed for potentially associated lot numbers gd885293 and gd885301. No defects or deviations were found during the batch reviews that could be associated with the reported problem. A label review was performed and found to be adequate for the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.